Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump during bolus. It was noted that the alarm was resolved by a complete set change. Customer's blood glucose reading at the time of the call was 65 mg/dl and has treated with food. No further information reported.